Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the right breast. Patient reported that the area was red and raw. Patient reported that the garment is too tight and digging into her skin and cutting her. There was no alleged device malfunction contributing to the irritation. Patient was recommended to apply desitin and gauze by a physician. Patient was sent a larger garment by the distributor. Follow up indicated that the skin irritation has improved.